Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced one brake pedal being inoperable, but an alternate pedal could be used, which is not reportable.

Event description:
This report summarizes 2 malfunction events, where it was reported that there was reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported that there was reduced/inadequate brake force. There was no patient involvement.